Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged following a non-device related fall from this patient. The patient presented to the emergency room with an escape rate of 20 beats per minute (bpm). It was discovered the rv lead had pushed back. Capture was able to be obtained temporarily by programming the lead to max outputs. A lead revision procedure was performed and the rv lead was successfully repositioned. No additional adverse patient effects were reported.